Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no cosmetic damage or tamper seals removed. Functional testing found a cassette issue that had a identifiable sequence in the event log. This complaint matched that sequence while using the problematic cassette. The root cause of the reported issue was found to be the medication reservoir is defective. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited cassette not attached error. No adverse effects were reported.